Event description:
It was reported via repair work order that the bed lift was stuck up in elevated position due to malfunction head end and foot end lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.